Manufacturer narrative:
This report is submitted on november 10, 2020.

Event description:
Per the clinic, the patient developed a hematoma at the implant site. The patient underwent a procedure in the clinic to drain the hematoma on (B)(6) 2020, followed by a second surgical procedure to clean both sites on (B)(6) 2020. The implanted device remains.